Manufacturer narrative:
(B)(4). Approximate age of device - 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to multisystem organ failure on (B)(6) 2017. The patient expired at an outside hospital after suffering cardiac arrest. It was reported that the lvad produced low flow alarms when the patient was found. The patient's family did want an autopsy, therefore the device will be returned for evaluation. The exact cause of the low flow alarms and subsequent death is unknown. Additional information was requested, but was not provided.

Manufacturer narrative:
An autopsy was not performed and the device was not returned for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient did not have an autopsy.